Event description:
Indermil was placed on a low tension facial laceration. A small amount of blood came into contact with the adhesive and coagulated forming a large defect on top of the laceration. Indermil may not be the adhesive of choice in an e.d. Setting.